Manufacturer narrative:
Manufacturing site evaluation: evaluation-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results : there are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed. There are no units in stock. Received five closed samples and one open and manipulated sample with the needle detached from the thread. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the instructions for use of the product: "when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Taking into account that the open sample received has the needle detached from the thread, we have also tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Suture found to be opened.